Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: a review of the black box indicated that data for the event date had been overwritten due to continued pump use. The available black box data indicated a loss of prime warning had occurred. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor was found to be within calibration and detecting correct force. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) over 600mg/dl with vomiting and large ketones associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting indicated that the cartridges were not being used per instructions for use; however the patient insisted the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.